Event description:
A customer reported to beckman coulter inc (bec) that there was a brownish colored liquid leak around pinch valve vl115 in the coulter lh750 hematology analyzer. The customer could not locate the exact source of the leak. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan at the facility. Patient results were not affected, and there was no death, injury or change to patient treatment. The field service engineer found tubing in vl114, sample access module, was broken. The fse replaced tubing in vl114, vl1, vl2, and vl115 as the tubing was not in good condition, and the sleeves for the mentioned pinch valves. The fse performed service inspection of the unit, and all results were acceptable. The source of the leak is attributed broken tubing at vl114. Vl114 is associated with tubing on the needle vent side isolator on the sample access and reservoir module and may have the presence of blood and diluent during operation and cleaner during shutdown. It carries blood from the lh750 instrument to the slidemaker.

Manufacturer narrative:
(B)(4).